Event description:
Dealer states that consumer is getting his hands scraped from utilizing the wheel locks on the trsxs wheelchair. The consumer did not seek medical attention.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trsx5 serial number/date code (B)(4) is approximately one year old. It is noted that this was initial serial number reported however is not able to be confirmed. The owner's manual part number 1114809 rev.k ( apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers full medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The dealer was called and it was confirmed that wheel lock extensions were added to the manual chair and that resolved the issue. His hand was allegedly rubbing against the wheel locks causing him to scrape his hands. The consumer did not seek medical attention.